Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed. The instructions for use for the impella 5.5 with smartassist for use during cardiogenic shock states the following: section: direct aortic insertion. ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella catheter. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ section: impella stopped. ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The user facility reported a 71-year-old male patient who had transferred on the 5.5 support from the community to the (B)(6) center. Upon transfer to the 2nd console (aic), the pump failed and could not be restarted. The team took the patient back to the or for a new pump in the same conduit. The patient survived the procedure.

Manufacturer narrative:
The investigation of pump stop has been completed. The failure mode 'pump stop' was changed to 'pump not detected' as that was the complaint from the customer. The returned product was inspected and dried blood was observed in the red pump plug. A hole in the catheter was observed at the 35 centimeter mark which led to the blood in the red pump plug. The pump was plugged into the console and the impella defective alarm did not reproduce. The pump passed all electrical testing. The data logs for the first console did not show any impella defective alarms. The root cause of the pump not detected issue was blood ingress due to a hole in the catheter resulting from improper use as evidenced by returned product analysis. B.7 added information that was inadvertently omitted from the initial manufacturer device report number 1220648-2025-27277. E.1 added us phone number as it was inadvertently omitted from the initial manufacturer device report number 1220648-2025-27277. E.4 should have been left blank on the initial manufacturer device report number 1220648-2025-27277 as it is unknown if the initial reporter also sent the report to the food and drug administration. H.6 code 3221 and 4315 were reported incorrectly on the initial manufacturer device report number 1220648-2025-27277 as the investigation resulted were available at that time. Medical device problem code was revised due to investigation results. H.10 additional manufacturer narrative was incorrect on the initial manufacturer device report number 1220648-2025-27277 as the investigation has been completed at that time.